Event description:
Pt reported using the product 3 times in 2009. She was hospitalized due to a urinary tract infection and kidney infection, and treated with bactrim and ciprofloxacin and IV fluids. The doctor stated that the infection was related to the deodorant in the pad. She was hospitalized for 3 - 4 days.

Manufacturer narrative:
This closes out this report unless additional significant info is received.